Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details is not available at this time. Reason for reoperation: rupture.

Event description:
Medical professional reported rupture on unspecified side, device remains implanted.